Event description:
The customer returned the product for the pump did not recognize the remote dose cord, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative performed dso/upstream occlusion (uso) sensor calibration.